Event description:
Boston scientific crm received information that the power supply for this communicator was hot to the touch. The patient reported that he did not receive a third degree burn but the power supply was very hot the touch. No medical or surgical intervention was reported. The communicator and power supply were replaced. The power supply was returned for analysis.

Manufacturer narrative:
Pending product return and analysis. This section will be updated upon completion of the lab analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the power brick was deformed from heat and a burning smell was noted. The power brick failed to output any significant voltage while plugged into a power source. The power brick's case temperature reached 109.1 degrees c. After 25 minutes.

Manufacturer narrative:
The power supply is being analyzed by bsc crm post market quality assurance laboratory. This report will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that the power cord to this communicator was hot to the touch and burned the patient. As a result, the communicator and power cord were replaced.